Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted (B)(6) 2002.

Event description:
It was reported that the right ventricular (rv) lead impedance was infinite/undefined and that the lead had stretched with patient growth. The lead was noted to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.